Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and found no non-comformances. When the device was returned to mmd for investigation, the pump strain beams had failed, causing the down occlusion alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that pump did not alarm down occlusion as expected. They stated that it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. No additional information was provided. (B)(4).